Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 05/26/2015 - MFR #1049092-2015-00278 was reported in error.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up will be submitted. This complaint involves five devices, therefore, a separate FDA 3500a will be submitted for each device.

Event description:
It was reported when the end user 'bursts the sterile water packet some of the packaging explodes'. It was further reported that this 'contaminates the catheter' and water gets everywhere and he has to throw it away.